Event description:
It was reported to medtronic minimed that the customer alleges delivery of insulin without input. The customer reported a blood glucose value of 46 mg/dl. The customer experienced hypoglycemia. The event involved product(s) mmt-332a, mmt-7040a, mmt-242a, and mmt-1884. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0862 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. In adapt, a no delivery alarm was noted on (B)(6) 2025 at 12:48:00.000. Pump was cut to perform visual inspection and found no moisture damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.